Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered therapy for a ventricular arrhythmia. Therapy was not able to convert rhythm. An atrial arrhythmia was observed in stored episodes, and it appears to have started after one of the delivered shocks. Also, there was functional under sensing observed in the episode. The patient was going to be transferred and consulted for an ablation. The ICD remains in service. No additional adverse patient effects were reported.